Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2012 where three implants were placed. The patient did well initially but later complained of a recurrence of left side si joint pain. The surgeon thought that the cranial positioned implant may have been loose. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the cranial implant. The implant was solidly fixed in bone and took considerable effort to remove with chisels. He replaced it with a similar implant and bone graft. The status of the patient following the revision procedure is not yet known.